Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, noise oversensing, and inappropriate automatic mode switch (ams). No resolution taken. No patient consequences.